Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Additionally, the lead oversensed noisy signals resulting in a stored ventricular episode. A device changeout was scheduled. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient code.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Additionally, the lead oversensed noisy signals resulting in a stored ventricular episode. A device changeout was scheduled. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the device and rv lead were attempted to be changed out, however, the patient's veins were occluded. The rv and right atrial (ra) lead were capped. The pocket was closed. The boston scientific representative screened the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient is deciding if he wants to proceed with the s-ICD procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Additionally, the lead oversensed noisy signals resulting in a stored ventricular episode. A device changeout was scheduled. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the device and rv lead were attempted to be changed out, however, the patient's veins were occluded. The rv and right atrial (ra) lead were capped. The pocket was closed. The boston scientific representative screened the patient for a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient is deciding if he wants to proceed with the s-ICD procedure. No additional adverse patient effects were reported.